Event description:
It was reported that twenty days post implant of implantable pulse generator (ipg) (with tyrx envelope), the patient pocket was a little swollen. On (B)(6) 2025 a small pimple appeared at the edged of the incision (above the pocket). The patient received antibiotics. During the night of (B)(6) 2025, the pimple released a large amount of an orange, non-smelly, thin liquid (like serum). The next day another 15ml of this liquid was drained from the incision. On (B)(6) 2025 the physician noted that there was no more liquid coming from the pimple. Culture tests of the liquid were negative. But the patient continues with antibiotic treatment. It was noted by the physician that the serum/liquid is possibly due to interaction/allergic reaction between tyrx envelope and the povidone-iodine which was used during the implant procedure. The ipg system (with tyrx envelope) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the wound appeared to be healing with no presence of liquid. All inflammatory markers were negative. However on (B)(6) 2025 a small amount of liquid started to come out from a small spot on the incision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that since (B)(6) 2025 there was no presence of liquid or any other reaction/symptoms. The physician considers the case as an allergic reaction.